Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the proximal reaming guide handle found in tray was faulty. No patient impact.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: proximal reaming guide handle found in tray faulty. Additional information received; the little blue bit that you push down was broken. I have the instrument and will return it to the warehouse when I¿m in brisbane next. The product was not returned to depuy synthes, however photos were provided for review. See attachment "img_0456.jpeg". Visual inspection of the returned photo revealed that the blue push plate is detached form the main device body. A previous investigation found eco was implemented in december of 2014; a laser weld was added to hold the pins in place. The first batch of the product enhancement is 5242178. The current complaint sample was manufactured prior to the release of the product enhancement. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the holder for reaming guides would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue has been addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: b5, h4.

Event description:
Additional information received: the little blue bit that you push down was broken.